Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was capped due to high impedance and high capture thresholds. The physician had difficulty removing the lead portion after capping it. This required a thoracotomy to remove the lead.